Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. No frozen screen noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was freezing and no buttons would work. Customer stated the numbers ramping or the scroll bar moving up or down with no input from the user as up or down button may be stuck. Yes no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.